Manufacturer narrative:
(B)(4)

Event description:
It was reported that the physician brought the patient into the lab due to noise and high impedance. The lead was explanted and replaced. No additional information was available.